Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, for the first firing, it was felt that the opening was larger than usual when closing the jaws. The procedure was completed with another device. No patient injury.